Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubbles in the infusion set tubing. The customer's blood glucose level was 253 mg/dl, and was addressed by delivering a bolus. Reportedly, the customer continued using the existing cartridge for continued insulin therapy.